Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: upon admission, the patient was ventilated using a hamilton c6 ventilator. Initial blood gas analysis showed a co2 level of 38 mmhg. Approximately 90 minutes later, the patient¿s co2 level rose to 122 mmhg. During this time, clinical staff observed an abnormal audible noise coming from the expiratory valve (exhalation block) of the ventilator. The ventilator was exchanged with another one. Following the swap, the patient¿s co2 levels dropped immediately to 40 mmhg. No harm to the patient was reported.